Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported having a blood glucose level of 526 mg/dl at the time of the call. Customer reported feeling exhausted, out of breath, and having a dry mouth. Customer stated that he was self treating with a bolus. Troubleshooting showed that the insulin pump was functioning correctly. Customer was able to lower his blood glucose level to 473 mg/dl by the end of the call. No further information was provided.